Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of a shunt vessel in the radial vein, a 6x4 40cm powerflex extreme pta balloon ruptured at 10 atmospheres (atm) at initial dilatation. The catheter was removed intact from the patient. Other new balloon was used instead and the procedure was finished successfully. There was no patient injury reported. The lesion was heavily calcified. The rate of stenosis was 90%. After an unknown guidewire crossed the lesion, the powerflex extreme pta catheter was delivered and inflated at the lesion. However, the balloon ruptured at 10 atm during its initial dilatation. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. An unknown indeflator was used and was used successfully with other devices. There was no resistance/friction noted during insertion of the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the device through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon did not seem to ¿stick¿ to a stent. The device did not kink while being used. The balloon re-wrapped properly. The device was not returned for analysis. Review of lot 15385111 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst could not be confirmed and the exact cause could not be determined as the device as not returned for analysis. Based on the information available for review, vessel characteristics (heavily calcified with 90% stenosis) may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available for review suggest the burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Event description:
It was reported by the affiliate that during a percutaneous transluminal angioplasty (pta) of a shunt vessel in the radial vein, a 6x4 40cm powerflex extreme pta balloon ruptured at 10 atmospheres (atm) at initial dilatation. Therefore, the catheter was removed intact from the patient. Other new balloon was used instead and the procedure was finished successfully. There was no patient injury reported. The device will not be returned for analysis. The lesion was heavily calcified. The rate of stenosis was 90%. After an unknown guidewire crossed the lesion, the powerflex extreme pta catheter was delivered and inflated at the lesion. However, the balloon ruptured at 10 atm during its initial dilatation. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. An unknown indeflator was used and was used successfully with other devices. There was no resistance/friction noted during insertion of the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the device through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon did not seem to ¿stick¿ to a stent. The device did not kink while being used. The balloon re-wrapped properly.